Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the cone with the funnel neck has been torn off the thin catheter hub. The patient received the catheter postoperatively. The child was fixed, so he could not pull it out.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspections. There was 1 piece of actual sample was returned for investigation. Based on the complaint description, it was reported t hat the cone with the funnel neck has been torn off the thin catheter hub. Review on the returned sample showed that the catheter shaft was detached from the funnel as stated by the complainant . Both broken parts were then examined using dino-lite. It was observed that the edge of the shaft end was uneven (jagged) which may result from excessive force applied. Review on both funnel and shaft parts revealed matching cut ting jagged edges in which suggesting that the tube was once well attached to each other. On top of that, parts of remnant of the shaft. It was clearly visible and still intact within t he funnel. The overall length of the catheter was also measured, and the measurement result met the product specification length. Catheter broke may occur due to several reasons such as catheter was in contact with sharp or pointed object, effect o f used of clamper, excessive force applied at the funnel end or bet ween the shaft because of catheter stuck at crib rail or tube extended as the patient glide on the bed. Such ext reme tensile st rength may exceed the standard requirement of catheter st rength and render catheter to be detached or break. Nevertheless, as part of our initiative, positive released test was implemented at injection molding process. Maximum of 8 pieces of catheter from each batch were tested using weight load test during start and stop of injection moulding process whereby 0.75kg (for catheter size ch6 ch10) and lkg load (for size 12ch and above) tested as per din en1616:1999 standard. This is to test the bonding strength between the funnel and t ube. Batches that pass this test are subjected for release. Based on the investigation conducted on the returned sample, no issue found within the product which could have contributed from manufacturing processes. Therefore, this complaint could not be confirmed.

Event description:
It was reported that the cone with the funnel neck has been torn off the thin catheter hub. The patient received the catheter postoperatively. The child was fixed, so he could not pull it out.